Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 727 mg/dl. Nurse stated that she believes the event was not a pump issue and the customer does not comply with the insulin pump therapy. It was stated that the bolus history revealed three boluses from late friday until sunday morning. It was also stated that the customer wears the infusion set up to one week. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.